Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot#: 73l2100321 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: on (B)(6) 2022, during a procedure, the doctor found the stapler was not stapling, not firing; another stapler was used. No reported injury.

Event description:
Reported event: on (B)(6) 2022, during a procedure, the doctor found the stapler was not stapling, not firing; another stapler was used. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The trigger was partially engaged. The stapler was returned with 16 staples remaining in the cover block indicating that at least 19 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first staple prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.